Manufacturer narrative:
On 14-apr-2022, mentor received additional information about the identity of the suspect medical device. It is a mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, lot #5714022, serial #(B)(6), UDI (B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including bilateral breast pain but more in the left, fibromyalgia, memory loss, joint pain, stiffness, and chronic pain. In addition, the patient reported that both of her breast prostheses had deflated. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.